Event description:
Intra-aortic balloon pump (iabp) screen message read "leak in circuit." Blood was noted in the catheter and extension tubing. Attending physician discontinued catheter and inserted a new catheter.